Event description:
It was reported by the customer that the bd pyxis medstation es system had an unexpected order greyed out and was not communicating, preventing the user from removing medications. The customer stated that the user had a patient screaming in pain and had to manually dispense from the ciisafe to retrieve the medication, as the user could not pull it from the medstation. The customer noted there was a delay in dispensing the medication named hydromorphone 2mg/1ml vial to a patient, and no further details were shared. There were no adverse events or injuries reported related to this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the orders were greyed out and the device failed to communicate. A technical support specialist dialed into the station and confirmed that the backup was being copied to the hospital network. He also confirmed that ciisafe had been receiving transactions from the medstations without any communication issues. He contacted the pharmacy, and the rx staff confirmed they had no issues. The system functioned as intended.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and prevented the user from accessing medications.a technical support specialist investigated with the pharmacy technician and obtained information that the device did open the pocket, which showed the nursing staff that hydromorphone was loaded in the station; however, nursing did not see it when dispensing.the system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had an unexpected order greyed out and was not communicating, preventing the user from removing medications. The customer stated that the user had a patient screaming in pain and had to manually dispense from the ciisafe to retrieve the medication, as the user could not pull it from the medstation. The customer noted there was a delay in dispensing the medication named hydromorphone 2mg/1ml vial to a patient, and no further details were shared. There were no adverse events or injuries reported related to this incident.